Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(4), batch: 7081845 / 7081960.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of swollen and purulent drainage were noted on the site. The patient was placed on antibiotics.

Event description:
It was reported that the patient had an infection at the ipg site. Symptoms of swollen and purulent drainage were noted on the site. The patient was placed on antibiotics. Additional information was received that the cause of infection was unknown. The patient underwent an explant procedure and the explanted devices were not returned. The patient was doing well postoperatively.